Event description:
A customer reported experiencing an alarm 2 followed by alarm 26, indicating multiple occlusion events while using their insulin pump. There was no adverse impact on the customer's blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. Technical support advised the customer on steps to reduce future occlusion alarms, including allowing insulin to reach room temperature, following instructions for air removal during cartridge filling, trying a different infusion set, and rotating infusion sites.